Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found that host computer has memory error problem. Upon troubleshooting, fse identified a memory failure error. To resolve the issue, the fse replaced the allura host pc and hdd and return the part for further analysis and no failure found except for a missing power supply. After replaced host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.